Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with dyspnea, palpitations, and sinus tachycardia. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray revealed that the lea had dislodged. The lead was explanted and replaced. The patient was fine post procedure.